Manufacturer narrative:
Section b1: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported hypovolemia, shortness of breath, chest discomfort, and fatigue could not be conclusively established through this evaluation. It was reported that patient presented to hospital with shortness of breath, chest discomfort, and fatigue. It was also noted that the patient was having frequent decreases in speed and fluctuating pulsatility index (pi) values. The submitted controller event log file contained events from 22may2024 ¿ 24may2024. Of note, the majority of the file was filled with pi events. No notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Additional information stated a right heart catheterization and echocardiogram were performed, showing hypovolemia. It was determined that the reported speed decreases were related to the hypovolemia, which was troubleshooted by decreasing the speed. The patient was stable and discharged home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. This section explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. The heartmate 3 lvas patient handbook, rev. D is also currently available. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to hospital with shortness of breath, chest discomfort, and fatigue. Device interrogation noted frequent speed drops and fluctuated pulsatility indexes (pis). 112 pi events were captured in the event log. Right heart catheterization and echocardiogram showed hypovolemia, which was thought to be the cause of the speed drops. Troubleshooting was performed by decreasing set speed. The patient was stable and discharged home.